Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this transvenous lead was to be explanted due to a patient infection. No further adverse patient effects were reported.